Event description:
Customer reported that the insulin pump may have gone into threshold suspend the night before the call. Customer reported that he received a low alert and had a blood glucose level of 42 mg/dl. Customer stated that he began pressing buttons and may have accidentally delivered some insulin. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.